Event description:
It has been reported to philips that the azurion detector would not rotate. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that that the detector only moving in one direction. Fse identified that system alarm showed the rotational motor was in an error state. Fse install the new tableside controller and tested for proper operation of functions. After tableside controller installation, the system was returned to use in good working order.